Event description:
Approximately six months post hvad implantation this patient reported having low priority alarms while being connected to both batteries. Subsequently, the battery fuel gauge of the controller showed a red light and an audible alarm tone was heard. The issue resolved by changing both batteries. The site elected to exchange both batteries and return them to the manufacturer for evaluation. There was no reported patient injury. This MFR report is 2 of 2 related to the same event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Log files did not reveal a power switching event occurring on the reported event date; however, several occurrences of power switching events were observed on previous occasions. Analysis of battery ((B)(4)) revealed that the device met specifications; the battery passed visual inspection and functional testing. However, log file analysis revealed that this battery was involved in premature power switching events. The most likely root cause of the reported event is a combination of a battery with a faulty internal cell pair and a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. This is two of two reports (3007042319-2015-00350 and 2015-00351) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-00350 and 351) submitted for devices related to the same patient.